Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the customer's blood glucose level was 169 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.